Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert, screen backlight dimming, buttons less responsive, a battery failure alarm, and a crack on the backside of the pump rail. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All buttons function properly. No back light anomaly noted. No alarms or alerts noted during testing. No failed battery test noted during testing or in pump downloaded history. Battery cycle 4.0 received the lowbatteryalert (104) on 05/14/2025 15:00:00 after more than 7 days at 35.85 days. Battery cycle 3.0 received the lowbatteryalert (104) on 04/08/2025 10:09:12 after more than 7 days at 39.02 days. Battery cycle 2.0 received the lowbatteryalert (104) on 02/28/2025 00:04:00 after more than 7 days at 36.21 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and broken belt clip rails. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No power errors noted and passed all required testing. Confirmed cosmetic damage located at belt clip rails. Unresponsive keypad not confirmed. Back light anomaly not confirmed. No failed battery test noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.